Event description:
It was reported that on (B)(6) 2010, the patient underwent an ls-si posterior intertransverse process spinal fusion and ls-si tlif using rhbmp-2/acs. At an unknown time post-op, imaging studies reportedly showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the site of implant. The patient suffers from severe injuries and damages, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010 the patient presented with the following preoperative diagnoses: congenital transitional disc, s1-s2. Spondylolisthesis l5-s1, bilateral foraminal stenosis l5, central stenosis l5-s1, extruded herniated disc l5-s1, degenerative disc and joint disease l5-s1, scoliosis lumbar spine, gait disturbance lumbar spine, spinal curve lumbar spine, osteopenia lumbar spine, radiculopathy lumbar spine, myelopathy lumbar spine. The following procedures were performed on the patient: intraoperative biplane fluoroscopy. Local harvesting cancellous autologous bone. Right-sided transpedicular neural decompression, s1. Pedicle instrumentation l5-s1 bilateral. Cage instrumentation l5-s1. Posterior intertransverse process fusion l5-s1. Left-sided transforaminal posterior interbody fusion l5-s1. Per op notes: "focused attention was then directed to the posterior medial aspect of l5 and s1 transverse process and ala of sacrum and access to it with decertification onlay bone graft and bone morphogenic protein for intertransverse process fusion was accomplished." "Bone morphogenic protein cancellous autologous locally harvested bone was packed in the anterior aspect of the disc space at l5-s1 followed by capstone implant filled with the patient&#38112;own cancellous autologous locally harvested bone only."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.